Event description:
It was reported that following a tvt procedure the patient developed urinary leakage which may be vaginal. Physical exam revealed "an open area of vaginal mucosa" with tape visible. The physician was concerned that the patient may have a fistula. After an examination under anesthesia the physician reported that he found no urethral erosion, however vaginal extrusion was noted. The physician excised the visible portion of the tape and reapproximated the vaginal mucosa.